Event description:
It was reported that the procedure was to treat non-tortuous proximal right coronary artery (rca). After pre-dilatation, the 3.5 x 18 mm xience prime was advanced to the lesion without resistance; however, when inflated between 1 to 2 atmospheres, the balloon ruptured. The stent delivery system was removed, but the partially deployed stent remained on the guide wire at the lesion site. A new balloon was used to completely deploy the stent. Two additional unspecified stent were implanted to complete the procedure. The patient is doing fine; however, a clinically significant delay was reported as it took 3 hour to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Balloon leak/rupture was not confirmed; however, shaft tear/leak was noted. Difficulty deploying the stent implant could not be tested due to the condition of the returned device. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.